Manufacturer narrative:
Section d10 references: product ID tm91d0 lot# serial# (B)(6). Product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the circumstances that led to the battery draining faster than expected was due to their settings that provided the most benefit being bipolar between 0-1 on the implant lead at 2.8 ma. Multiple different settings were tried to try and resolve the issue, but it wasn't resolved. The patient mentioned their previous implant didn't have this issue.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient stated that the implantable neurostimulator (ins) was not turned on until january or february of this year, at which time they were provided with the th91d01 percept handset kit. The patient's primary reason for calling was to file a complaint about the th91d01 percept handset kit. Since receiving the th91d01 percept handset kit in january or february of this year, the patient has not been happy about it and they consider it a step backwards from the 37642 activa patient programmer in terms of design and efficiency. The patient preferred the 37642 activa patient programmer because of its simplicity, smaller size, and minimal maintenance. The patient would like medtronic's next dbs patient programmer to be more like the 37642 activa patient programmer. The patient mentioned that they had planned on sending an email to the manufacturer representative (rep) to report their complaint about the th91d01 percept handset kit, but they did not send the email. Since the ins was turned on in january or february of this year, the patient noticed that the ins battery level has been draining faster than expected. The patient stated that the estimated time remaining for the ins battery was initially more than 6 years, and at their last visit it was down to 3 years 9 months. The patient mentioned that their next follow up appointment will be at the end of this month. The patient confirmed that changes were made to the ins programming in the time that they noticed the ins battery draining faster, noting that their healthcare provider (hcp) had to come up with settings that were "pretty close" to their previous ins to allow them to have control of their tremor and write legibly. The patient said they weren't sure if the ins or the lead was the reason for the ins battery draining faster than the previous ins at similar settings.